Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient presented for a device change-out, externalized conductors were observed via fluoroscopy. No electrical anomalies were detected. The physician elected to keep the lead active. The patient was fine.